Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort, infection, redness are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to h6 patient codes to include purulent discharge.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced discomfort and redness in the scrotal area approximately three to four weeks prior to explant. A revision surgery was performed, during which the physician confirmed the presence of an infection upon observation of purulent fluid in the scrotal area. The physician also stated that the patient discomfort was possibly related to a suspected infection and that, prior to surgical intervention, antibiotic therapy was attempted. The cylinders and pump were removed, while the reservoir was retained. A malleable penile prosthesis was implanted. There were no further patient complications.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced discomfort and redness in the scrotal area approximately three to four weeks prior to explant. A revision surgery was performed, during which the physician confirmed the presence of an infection upon observation of purulent fluid in the scrotal area. The physician also stated that the patient discomfort was possibly related to a suspected infection and that, prior to surgical intervention, antibiotic therapy was attempted. The cylinders and pump were removed, while the reservoir was retained. A malleable penile prosthesis was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort, infection, redness are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to h6 patient codes to include purulent discharge.

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp experienced discomfort in the scrotal area. A revision surgery was performed, during which the physician confirmed the presence of an infection. The cylinders and pump were removed, while the reservoir was retained. A malleable penile prosthesis was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp experienced discomfort and redness in the scrotal area approximately three to four weeks prior to explant. A revision surgery was performed, during which the physician confirmed the presence of an infection upon observation of purulent fluid in the scrotal area. The physician also stated that the patient discomfort was possibly related to a suspected infection and that, prior to surgical intervention, antibiotic therapy was attempted. The cylinders and pump were removed, while the reservoir was retained. A malleable penile prosthesis was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erythema, discomfort and infection are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.